Event description:
Under road-map guidance, an exact 6-8 x 40 mm stent was deployed successfully across the distal right ica. Due to persistent stenosis, angioplasty with a 5 x 20 mm balloon was attempted. During initial inflation at about 4 atmospheres of pressure, there was an extravasation noted from the balloon located within the stent. Air was not seen but a small contrast blush was noted. Balloon was deflated and exchanged out immediately with another 5 x 20 mm balloon without complication. Patient became lethargic and suddenly developed left hemiparesis without moving the left arm or left leg. Patient discharged on (B)(6) 2013.